Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 4/25/2016 that a customer had an issue with an enteral feeding pump set. The customer states that the tubing came apart in the location where it is loaded into the kangaroo pump. The tubing came apart right above the black valve. This caused the formula and meds that had been mixed in the bag to spill on the floor. The nurses were in the room and saw it happen. There was no harm to the patient.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample and photo were received for evaluation. The photo shows the tubing detached from the mistic connector. The sample was visually and functionally tested. The silicone tubing was detached from the mistic connector. The reported issue was confirmed. A possible root cause can be due to over use of the feeding set. Over stretching the silicone tubing before use or over using the set can provoke detachment from any connection. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.